Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: triathlon size 4 right ps femoral component unknown lot; triathlon size 4 primary baseplate unknown lot it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to global loosening. Rep confirmed loosening was of the patient's joint, not of any specific implants. A triathlon ps knee was revised to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.